Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that premature battery depletion was suspected with this device. The longevity decreased by 4 years within one years time. A boston scientific technical services (ts) consultant reviewed device data and confirmed that the power consumption had increased to due high atrial sensing. Additionally, the signal artifact monitor (sam) was enabled, and can also impact power consumption. Programming options were recommended to decrease power consumption. Ts advised to program the device to a non-atrial based brady mode, turn off the atrial lead, and to disable the sam feature. This device remains implanted and in service. No adverse patient effects were reported.